Event description:
Caller reported false negative urine hcg test results on one pt. The pt was negative using the urine dipstick and then negative when tested using the urine cassette test. The physician requested a pregnancy test using blood and obtained an hcg value of 85miu/ml (a positive result). On (B) (6) 2010, pt got a positive result on home pregnancy test. Late the following morning, pt went to the doctor's office and was tested using the urine cassette after getting a negative result on the urine dipstick test. Per office protocol, an ultrasound was performed and pt's blood drawn for a quantitative test at another lab. The ultrasound was inconclusive but the quantitative test returned with an hcg value of 85miu/ml.

Manufacturer narrative:
Investigation: lot number(s) hcg9070104. Expiration date(s): 07/2010. Control: 25miu/ml hcg urine control lot: hcg100113-01, 100miu/ml hcg urine control lot: hcg090521-01, 284.1iu/ml hcg urine control lot: hcg091015-03. Summary of results: the retention devices meet qc specification. Correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minute read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 284.1iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house control, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record. No abnormal results were found. No corrective action required at this time as no product deficiency was established.